Event description:
It was reported that examination showed a very tender abdomen, redness and tenderness around the pump site, aspirated fluids from the pump pocket showed 1+ positive cocci. The clinical diagnosis was noted as abdominal area around the pump, very red and swollen. Actions included inpatient hospitalization, prolongation of the existing hospitalization, explanted, not replaced, infectious disease consultant placed pic line for nine weeks of IV antibiotics. The severity was indicated as moderate and the event was noted as resolved without sequelae (B)(6) 2014. The pump was used to deliver sufenta, bupivacaine and fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j0058190r, implanted: (B)(6) 2001, product type; catheter. (B)(4).